Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device in disconnected mode and multiple users were unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the multiple users were unable to login to the station. A technical support specialist (tss) connected to the server and attempted to log into pes and health sight viewer (hsv), encountering the same authentication error. The certificate validity was confirmed, and a downtime check revealed the carefusion coordination engine (cce) xml sent time was four hours behind the server time. All services were restarted, but the issue persisted. Further investigation identified a 2 giga byte (gb) limit on the log file as the root cause. After addressing this, the system functioned normally, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue of the device.